Manufacturer narrative:
The double header cleaning brush is used to safely remove debris from flexible endoscopes and from the valve openings and dials of the control head of flexible endoscopes. Us endoscopy received a report regarding a double header cleaning brush. The report indicated that the brush head detached from the catheter during cleaning and was left behind in the suction channel of the endoscope. The brush head was discovered in the suction channel of the endoscope during the next procedure. The brush head remained in the endoscope during use and did not enter the patient. There was no harm to the patient, however the infection control department will be monitoring the patient. The device history record (DHR) for the reported lot was reviewed and found that all in-process and final inspections were performed and acceptable results were documented. Samples from the same lot were returned for evaluation. The devices were tested and met specifications. Information contained in the instructions for use includes: dispose of the cleaning brush after initial use. The mechanical attachment of the brush(es) to the plastic sheath cannot be guaranteed to be reliable or secure following initial use. Through follow up, us endoscopy learned that the event was associated with a newer employee involved with endoscope cleaning at the facility. This report will be updated if additional information becomes available. Actual device not returned.

Event description:
The double header cleaning brush is used to safely remove debris from flexible endoscopes and from the valve openings and dials of the control head of flexible endoscopes. Us endoscopy received a report regarding a double header cleaning brush. The report indicated that the brush head detached from the catheter during cleaning and was left behind in the suction channel of the endoscope. The brush head was discovered in the suction channel of the endoscope during the next procedure. The brush head remained in the endoscope during use and did not enter the patient. There was no harm to the patient, however the infection control department will be monitoring the patient.